Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of the OEM - biocomposites.

Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
The device manufacturer date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. Customer complaint: in repair of acl, the screw breaks at the tunnel entry after the screw hamming. Investigation findings are: screw broke during surgery, technique or diameter of the tap likely contributed to the screw breakage. The suspected root causes are: technique used, tap diameter insufficient leading to strain on the screw. The corrective action: no corrective actions planned, surgery was completed successfully. The failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.